Event description:
A report was received that the patient underwent an ipg replacement procedure due to burning sensation at the pocket site, pain and inability to charge. The patient was doing well post-operatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to burning sensation at the pocket site, pain and inability to charge. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance, operational environment and photographic imaging tests performed. The complaint was not verified. In the lab, the ipg was charged in one cycle from its hibernation state. However, in the profile data, the charging difficulty was evident prior to the explant. Improper ipg orientation or pocket depth could lead to difficulty charging and excessive heat during the charging process. The device passed all required tests. The device exhibits normal device characteristics.